Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, broken belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 141 mg/dl at the time of call. The customer stated that they experienced vomiting. The customer stated that they were given IV drip of insulin during the hospitalization. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for no delivery alarm. The insulin pump will be returned for analysis.